Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the philips field service engineer (fse) visited the site and confirmed that the system was stuck during start up and was unable to complete the boot-up process. System logs were retrieved and analyzed, indicating software corruption in the suite pc. To resolve the issue, the fse performed troubleshooting by reloading the suite pc software, completing a backup, configuring longitudinal positions and longitudinal beam current, and updating the pacs information. Following these actions, the system was restored to normal operation and returned to good working condition. The codes have been updated based on the investigations outcome.

Event description:
It was reported to philips that the table was floating freely. Upon rebooting, the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.